Event description:
It was reported that the pt had a stryker gmrs proximal femoral component and a zimmer constrained cup and liner and was dislocating from the zimmer constrained liner. Surgeon said pt needed new head from stryker to remedy the dislocating and also went back with a zimmer cup. There was/is no issue with the gmrs proximal femoral component.

Manufacturer narrative:
It was noted that due to the hospital and surgeon's policy, no explants or medical information would be provided. The root cause of this specific event could not be determined with the limited information provided. As specified in the event description, the revision is associated with the acetabular components which are a competitor's product. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.